Event description:
An exeter stem implanted in 2013 has fractured at the neck/stem body junction requiring removal and revision explant date is set for (B)(6) 2024.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
An exeter stem implanted in 2013 has fractured at the neck/stem body junction requiring removal and revision. Explant date is set for (B)(6) 2024.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via provided photographs of the device. Method & results: -product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show a recently explanted exeter stem fractured at the neck. The metal head remains assembled to the stem trunnion. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the neck of the stem. The reported device was not returned; however, photographs were provided for review. The photographs show a recently explanted exeter stem fractured at the neck. The metal head remains assembled to the stem trunnion. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.